Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported the occlusion calibration was out of balance. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.